Manufacturer narrative:
Correction: this report is a duplicate of the manufacturer report number listed in h10. All information can be found under that manufacturer report number. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked taxol from the junction of tubing and drip chamber. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.